Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient went to a routine doctor¿s check-up. The patient was feeling well and was asymptomatic. During his visit, the patient¿s bg meter reading was tested and found to be 700 mg/dl. The patient could not recall what the cgm was reading at this time. However, the patient reported the ¿concerns raised by the cgm reading played a role in his decision to seek emergency care¿. Due to the patient¿s bg level, the patient was admitted to the hospital. The patient was treated with IV fluids and other unspecified medications. The patient¿s sensor was also removed and his bg levels were monitored via a bg fingersticks. The patient was diagnosed with type 2 diabetes and was discharged after 4 days. The patient was in ¿good condition¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.